Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strips had a poor storage(bathroom).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 372mg/dl. The customer's expected fasting blood glucose test result range is 180 to 250mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification, customer stores the product in the bathroom. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 469 and 400mg/dl. The test strip lot manufacturer's expiration date is 01/23/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). Customer educated of product proper storage environmental conditions. Customer is impaired vision.